Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Health professional reported "the shell had widely split open but the gel was contained within the capsule." Device has been explanted. This record is for an unknown side.